Event description:
Ous MDR - during regular follow-up, was impossible to interrogate the device. The physician decided to intervene and discovered that one wire was exposed. The lead was removed and replaced.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed multiple abrasion marks along the lead body. In particular 26.5 cm distal to the df4 connector pin the insulation was found rubbed through. As reported in the complaint text, the conductor cable to the shock coil was exposed in this region and its coating was damaged. Due to the damaged insulation in this region, the conductor cable had most likely contact to the generator housing, resulting in the clinical observation. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of interaction with the generator housing. Furthermore cuts in the insulation and deformations of the shock coil were noted which most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.